Manufacturer narrative:
The date of the event is unknown; however, the article was accepted for publication on september 8, 2025. Therefore, the 'submission for publication date' was used as the occurrence date. In this case, the exact bav catheter model is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards transfemoral balloon catheter. Investigation is ongoing. Literature reference: gupta, a., albayati, a., keeble, b., davies, a., bhagwandeen, r., & boyle, a. J. (2026). Tavi in patient with severe aortic regurgitation and previous mechanical mitral and tricuspid valve prostheses. Case reports, 31(5), 106291.

Event description:
Through review of medical article "tavi in patient with severe aortic regurgitation and previous mechanical mitral and tricuspid valve prostheses", by corresponding author dr. Amit gupta, the following event was identified as pertaining to an edwards device: a patient with severe aortic regurgitation and mild leaflet calcification was scheduled for implantation of a 29 mm sapien 3 ultra resilia valve in the aortic position. The patient had a previously implanted ball-and-cage prosthesis in the mitral position. So, to assess interaction between the transcatheter heart valve (thv) balloon and the starr-edwards mitral valve, a 25 x 40 mm edwards balloon aortic valvuloplasty (bav) balloon was inflated across the aortic valve over a small wire under rapid pacing via the pre-existing permanent epicardial lead. During balloon inflation, significant balloon displacement toward the aorta was observed, indicating interaction with the mitral prosthesis. Despite having activated clotting time in therapeutic range, tee suddenly revealed dense "smoke" in the left atrium, and the patient experienced asystole. Adrenaline was immediately administered into the aortic root via a second pigtail catheter used for angiography. After three cycles of cardiopulmonary resuscitation, the atrial "smoke" significantly cleared, and the patient's hemodynamics stabilized. It was decided to avoid both rapid pacing and balloon-expandable valve. The procedure proceeded with a self-expanding non-edwards valve. The patient was discharged. Per the physician, the perceived root cause of the asystole was not related to the edwards balloon itself, but rather to the patient's inability to tolerate rapid ventricular pacing in background of the bi-ventricular dysfunction. The physician noted that the displacement of balloon during inflation was due to presence of previous mitral prosthetic valve. As the interaction between the edwards bav balloon and ball-and-cage prosthesis may have contributed to the asystole and subsequent resuscitation efforts, this is a serious injury event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided in the article and the following was observed: displacement of the inflated balloon at the aortic valve. Dense left atrial smoke during balloon dilatation of the aortic valve. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The interventional device interaction with a pre-existing implantable device was empirically confirmed based on information provided in the medical article. Per provided information, the ew bav displacement toward the aorta occurred due to an interaction with the preexisting ball and cage mitral prosthesis. Additionally, as per information available, the asystole was unrelated to the ew bav and was attributed to the patients underlying bi ventricular dysfunction and inability to tolerate the rapid ventricular pacing. As such, available information suggests that patient factors (pre-existing mitral prosthesis, bi-ventricular dysfunction) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.